Event description:
Information was received that the alarms on a smiths medical pneupac ventipac medical ventilator were not functioning. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one pneupac ventilator was returned for investigation in used condition. Visual inspection revealed that the battery holder assembly was corroded. The investigator replaced the existing battery and powered on the device. The device did not power up (no start up alarms were activated). The customer reported product problem (alarms not functioning) was verified. The problem source of the reported product problem was unknown. A root cause was not established. The investigator replaced the entire battery holder assembly. This repair fixed the reported product problem. The pump underwent preventative maintenance and subsequently passed all the functional tests.